Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and a blank display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the display was blank due to a device lock-up condition which could delay or prevent defibrillation therapy if it were necessary.